Event description:
The black tip portion of the catheter broke off in the patient. They were able to retrieve it.

Manufacturer narrative:
Lot history record review: the lot histories of the possible lots were reviewed for any anomalies, which may have contributed to the complaint. Nothing found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was not returned for evaluation. Conclusion: the complaint investigation is inconclusive. The complaint sample has not yet been returned for evaluation.